Manufacturer narrative:
Common name: mpb catheter, hemodialysis, non-implanted. Product code: mpb. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a central line was being placed on the right side of the patient's neck, and the dilator frayed at the distal end after threading the dilator over the provided guide wire. The dilator was removed from the body without any further issues and there were no reported serious injuries to the patient as a result of the product problem.